Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a potential adverse event associated with use of this device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Attachment: post market clinical follow-up report (pmcf) title: post market clinical follow-up evaluation report stainless-steel coronary guide wires.

Event description:
This is filed to report adverse patient effects of dissection. It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht wiggle guide wire may be related to the adverse patient effect of dissection and the device malfunction of failure to cross and difficult advancement. Details are listed in the attached article, titled post market clinical follow-up evaluation report stainless-steel coronary guide wires. Please see the attached pmcf for specific information.